Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-04561. It was reported the pt did not have effective stimulation coverage. The physician explanted the scs system and it was reported a lumbar fusion was performed during the same procedure. Only the ipg was returned for analysis.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.